Manufacturer narrative:
The device was returned on 09nov2022 and the complaint was confirmed. Evaluation of the returned device identified the upper distal jaw had sheared off as a result the force applied. A review of production records found the device had been in use for over 8 years. Based on the information obtained, the root cause was attributed to wear fatigue of the pituitary material following a 8 year service life. No additional investigation required. Labeling review: "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed..." "...over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..."

Event description:
On (B)(6) 2022 a patient underwent a bilateral posterior lateral interbody fusion revision procedure from l5-s1 to address retropulsion. The devices being revised were not nuvasive products. While removing the cage the upper distal jaw of two devices fractured. The fractured pieces were removed from the patient. There were no injuries or adverse patient consequences and the surgery was completed without issue. Report 2 of 2.